Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter.

Event description:
Additional information was received from a consumer via a company representative. Indication for pump use was cervical/neck and spinal pain. Beginning (B)(6) 2015, the patient was not getting pain relief. On (B)(6) 2015 the patient experienced an overdose and reported being incoherent, could not stand up, and "legs gave out." The patient's last pump refill was on (B)(6) 2016. The patient experienced an overdose. The patient reported that on the evening of (B)(6) 2016 and again on the morning of (B)(6) 2016 that she experienced what she believed to be overdose symptoms including disorientation, dizziness, and nausea. The patient also reported a new onset of urinary incontinence on the morning of (B)(6) 2016. The patient was seen in the clinic on (B)(6) 2016 where the pump dose was reduced by 30%, from fentanyl 7000mcg/ml at a rate of 3000mcg/day to 2100mcg/day on simple continuous rate. The patient wanted the system explanted as she "had nothing but issues with her pump" and therefore the doctor scheduled the patient for explant on (B)(6) 2016. The patient underwent the explant surgery and then complained of opiate withdrawal on (B)(6) 2016. The patient stated that the doctor instructed her to take a methadone pill to alleviate the symptoms which made the patient feel 70% better. The patient stated that overall she was doing "great" and "better than she should be" after surgery. The patient later reported that she had been "living in hell" since device explant, she was currently sick and weak, and that she knew that withdrawal would be bad. However, the patient reported that all of her problems were gone, she had no more back spasms, no more falling, had control of her bladder, had not had any migraines, and lost 24 pounds of fluid. The patient was currently not on any narcotic medications and was taking gabapentin which she though "just might do the trick."

Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis of the catheter, model# 8780 , serial# (B)(4), found no significant anomalies. The catheter was received occluded, but the occlusion broke loose during internal decontamination. Analysis of the pump, model# 8637-20, serial# (B)(4), found no anomaly. Analysis of the catheter, model# 8784 , serial# (B)(4), found no significant anomalies.

Event description:
It was reported that the patient¿s catheter was occluded. The health care provider (hcp) suspected iatrogenic catheter damage due to suture within the pump pocket. A dye study was done for troubleshooting. The location of the catheter issues was between the connector pin and the distal segment of catheter. A revision was required as a result. The pump connector up to the most proximal portion of the spinal segment (including the initially implanted collet and 4.5 cm of the spinal segment) was removed. They were replaced with a new sutureless catheter revision kit. 2+ ml of clear fluid was aspirated via the catheter access port after the completion of the surgery. It was noted that the patient¿s dose was reduced from 6504 mcg/day to 480 mcg/day after the revision but she will be titrated back up. The patient¿s status was alive with no injury. The patient had flu-like symptoms with a headache, fever, diarrhea, and vomiting. The patient also had pain. The location of the symptoms/issues was at the device pocket. The patient was doing well after the revision. The pump was infusing fentanyl. Additional information received reported that on the tuesday before the report, the patient had a massive headache and couldn¿t move her eyeballs. The patient also felt like she had withdrawals. The patient was working hard the weekend prior to the report and she thought that she may have over done it. The catheter tip could not be found on the imaging. It was noted that the catheter tip was found to be in the intrathecal space. It was stated there was ¿a tear or something in scar tissue¿ where the catheter was coming from the pump. The issue has been resolved and the patient recovered without permanent impairment. A follow-up report will be submitted if more information becomes available.

Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).